Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported that the insulin pump keypad had anomaly. Customer stated that some of the buttons were not working. The customer was advised to contact the hospital. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.